Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 82-year-old patient with a valve model 7300tfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of seven (7) years due to calcification leading to grade three stenosis with effective orifice area (eoa) of 0,9cm2 and insufficiency. An edwards transcatheter valve was successfully implanted within the existing edwards surgical device using the trans-septal approach. The patient was noted as to be discharged at home.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad).